Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and verified the reported issue. Physio determined the modem cable was the cause of the reported issue. The modem cable was turned over to the customer for replacement. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. There was no patient use reported with the event.